Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer working. The patient underwent an explant procedure. The explanted device will not be returned per facility policy.